Event description:
It was reported that patient experienced six infusion set issues in which cannula came off of the infusion set during insertion while removing the needle during cocking the spring, which led to high blood glucose level around 489 mg/dl and was treated correction injection via multiple daily injection event on (B)(6) 2026. The patient tested positive for ketones. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 3 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.